Event description:
Tip of the outback catheter (lot # 15195618) broke off the catheter while physician was attempting to traverse a very pointed and tortuous bifurcation of the iliac anatomy. The tip (portion of spiral wire that makes up the l and t) actually sheared / broke and did not just come loose and depart as the end portion is hermetically mated with the catheter. The anatomy of the bifurcation was extreme and pointed and both common iliac arteries almost touched before meeting at the apex of the bifurcation. The 6 french sheath was extremely difficult to crossover and it hung up several times until brute force enabled the crossover. Similarly the outback was being pushed extremely hard, in fact, the catheter was buckling prior to the apex in the tortuosity. The outback was forced to the apex of the bifurcation, at which time the tip gave way when it was almost ninety degrees from the catheter. Since the tip broke off in the sheath. The sheath was removed and piece recovered. A subsequent attempt with another outback was tried with an 8 french sheath to no avail.

Manufacturer narrative:
A device evaluation is anticipated; however, the device has not yet been received by cordis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The tip of the outback catheter broke off while the physician was attempting to traverse a very pointed and tortuous bifurcation of the iliac anatomy. The tip (portion of spiral wire that makes up the l and t) actually sheared / broke but did not separate as the end portion is hermetically mated with the catheter. The anatomy of the bifurcation was extreme and pointed and both common iliac arteries almost touched before meeting at the apex of the bifurcation. The 6 french sheath was extremely difficult to crossover and it hung up several times until brute force enabled the crossover. Similarly the outback was being pushed extremely hard; in fact, the catheter was buckling prior to the apex in the tortuosity. The outback was forced to the apex of the bifurcation, at which time the tip gave way when it was almost ninety degrees from the catheter. The tip separated in the sheath, both were removed and the piece was recovered. A subsequent attempt with another outback was tried with an 8 french sheath without success. One non sterile outback was received coiled inside two plastic bags. The distal tip was received separately inside one plastic bag. No other anomalies were observed. During the microscopic analysis welding points were observed in both, the catheter and the distal tip. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer was confirmed. The cause of the failure experienced by the customer could not be conclusively determined; however, procedural factors may have contributed to the failure. Neither the analysis nor the DHR review suggests that this failure is related to the manufacturing process; therefore no action was taken. Based on the fact that welding points were observed in both the catheter and the distal tip it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and vessel characteristics and is not related to a product quality issue.